Event description:
It was reported that catheter was placed in 06. A lumbar insertion site was noted. Although no resistance was met, the attempt to remove epidural catheter 2 days later was unsuccessful. Catheter "simply broke off". Retained piece was removed under fluoroscopy. There were no associated patient complications reported.